Event description:
During a follow-up, episodes of noise were observed on the right atrial lead (ra). No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.